Event description:
It was reported that the patient underwent bilateral total knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a left knee revision procedure on (B)(6), 2014 due to pain and the locking bar backing out. The locking bar and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." The following sections could not be completed due to the part/lot information could be: catalog number - 141225, lot number - j3005644, expiration date - apr 30, 2023, manufacture date ¿ apr 11, 2013. Or the part/lot information could be: catalog number - 141225, lot number - j3006985, expiration date - apr 30, 2023, manufacture date ¿ apr 26, 2013.